Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) asked the hp the troubleshooting questions, the hp stated they don't set up the hc they just connect and pressed go. The tsr had the hp closed the clamps and cycle power, then explained the alarm and recommended the hp contact their nurse. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.